Event description:
It was reported that shortly after an uneventful adiana procedure, on (B)(6) 2012, for permanent contraception, the pt contacted the physician stating she had "pelvic pain." Approx one week following the procedure the pt was seen on f/u complaining of "lower abdominal/pelvic discomfort." The pt was "afebrile" and did not show any signs of infection. An ultrasound did not reveal any "cysts, free fluid or any other abnormalities." The pt was treated with keflex (cephalosporin antibiotic, dose unk) and discharged. Five days later the pt returned to the medical office with no signs of improvement. The pt remained "afebrile" with no signs of infection. The pt was discharged and the physician is treating the pt empirically with metronidazole (antibiotic, dose unk) and doxycycline (antibiotic, dose unk).

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency generator not provided by the complainant. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the MFR. Sterile lot records could not be reviewed for this disposable device as the lot and serial numbers were not provided by the complainant. (B)(4).